Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. Upon lead positioning, the right ventricular (rv) lead exhibited low r waves sensing and high capture threshold. Lead repositioning was attempted; however, the rv lead helix failed to extend. The rv lead was not used and replaced. The patient was in stable condition.